Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current gel mark ultra breast biopsy marker instructions for use (IFU) states: warnings: - this device has been designed for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components - are difficult of impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Precautions: - the device should only be used by physicians trained in the percutaneous biopsy procedures. Do not use this product if the sterile barrier has been previously opened or if the package is damaged. Complications:- potential complications that may be associated with the use of the gel mark ultra biopsy site marker are similar to those associated with the use of other biopsy marking devices. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six days after a stereotactic breast biopsy on two lesions in the same breast, the patient reported symptoms of infection with a hematoma in one cavity and an abscess in the second. A culture was obtained and test results confirmed presence of infection due to staphylococcus. Medical treatment was provided.